Event description:
Complainant alleged that during training by facility staff, the device displayed a red "x" indicator and failed self-test. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.